Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient's father was advised to use the smart device's bluetooth settings to forget extra bluetooth devices, verify that no extra background applications were running, re-install the g5 application, and make sure patient stays within 15-20 feet of the smart device to prevent loss of signal error. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/03/2016 and could confirm the reported loss of connection. No additional patient or event information is available.